Manufacturer narrative:
It was reported the telemetry device was displaying a "speaker malfunction" error message on the device; however, it was confirmed that the device was functioning with audible sound. The issue would be visually detectable by the user and would not have patient safety impact since the device was providing audio for real-time monitoring and alarm annunciation. Therefore, this is no longer a reportable event. The device was returned for evaluation and functional testing confirmed the speaker produced audible sound and no speaker malfunction error message was observed. Although the speaker was confirmed to be functioning per specification during testing it was reported there was a speaker malfunction error at the time of the event. The customer was provided a replacement device to resolve the issue.

Event description:
It was reported that a speaker malfunction occurred and a speaker malfunction error message was displayed. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Event description:
Customer reported a speaker malfunction.

Manufacturer narrative:
Good faith effort confirmed that sound was present, however, this unit is being returned for evaluation. A follow up report will be submitted after the device has been received by philips for evaluation. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).